Event description:
It was reported via user facility medwatch report # mw5079066 that a sheath fracture occurred. A 8fr x 11cm n/g super sheath introducer sheath was selected for use. During the procedure, it was noted that during vascular access, the sheath fractured with active extravasation around the sheath entry site. No patient complications were reported.